Event description:
Report received on (B)(6) of patient experiencing pyogenic granuloma of left upper punctum requiring removal of plug on (B)(6) 2005 and right upper punctum requiring removal of plug on (B)(6) 2005. Both plugs were implanted on (B)(6) 2005. Plug in left upper punctum was ref (B)(4), lot 72888. Plug in right upper punctum was ref (B)(4), lot 72890.

Manufacturer narrative:
Model #: 3132, catalog #: 3132, lot #: 72890. Method: actual device involved in incident was evaluated. Visual examination. Conclusions: no conclusion can be drawn.